Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
On 05/07/2024, it was reported that signal loss occurred. On 05/07/2024, the patient experienced signal loss. Performance data was reviewed. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. In addition the patient, reported issues with the transmitter battery and requested a replacement. Follow up contact was made with the reporter on 05/10/2024. The patient was inquiring about the reported transmitter battery and shipment information. During the follow up the reporter, patient¿s parent mentioned that the signal loss that occurred on 05/07/2024 would have occurred approximately around 06:00 am in the earlier morning which would have lasted between 1 and 3 hours. The patient's parent reported that the patient was taken to the hospital and that the blood sugar reading was 39 mg/dl, but no symptoms were reported. No information was available regarding treatment, but it was stated that the patient was hospitalized overnight. The patient declined to provide more information regarding the event. No additional patient or event information is available.